Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (1350227) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Event description:
Customer contacted customer service to receive training for her adc blood glucose meter. Customer additionally reported receiving readings of 160 mg/dl and 173 mg/dl within 10 minutes, which she perceived to be erratic. The results when plotted on a parkes error grid fell into the "a" zone showing the difference in values to be clinically insignificant. Customer self-injected glucagon because she was "not sure of the reading she got", however no symptoms were reported. No third-party treatment was reported. No further information was provided by the customer as she declined to continue troubleshooting. There was no report of death or permanent impairment associated with this case.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.